Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device did not function properly. This was contributed to normal wear. The device was repaired and returned to the customer on 04/29/2013. Placeholder.

Event description:
Customer reported the synthes trx motor (from orthopedics) has a failure in the oscillating saw use. According to the surgeon, the motor makes a strange noise and the saw blade shows laxity during use which affects the cutting precision. This is report 1 of 1 for complaint (B)(4).